Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated and low blood glucose (bg 22-559 mg/dl). Customer's healthcare provider reported customer's "poor control is related to poor blousing and possible high carbohydrate meals." Although multiple attempts were made to by tandem technical support to obtain additional information, customer did not provide further information.